Event description:
The 512h was used during a laparoscopic procedure. The surgeon was inserting trocar into pt who had previous surgery and knew would have adhesions. After several attempts, surgeon was having trouble entering peritoneal cavity. The adhesions were so dense, she could not tell where she was. She finally cut down and realized she had entered into the colon. She is not sure if she punctured it with the trocar or if by pushing and twisting the trocar and that tore the bowel. The surgeon had to open and repair the bowel. The pt is doing fine.

Manufacturer narrative:
A1,2,3,4,b6,7,d10-info not provided by user facility. H4,8,d5,6-info not available. Record purposes only: no analysis could be performed since no instrument was received. The info you have provided has been noted and shared with the approriate mfg personnel.